Event description:
Two years ago, when pt was (B)(6), he had a blood clot in his leg. At the hospital, an inferior vena cava filter (ivc filter) was implanted inside his inferior vena cava to prevent pulmonary emboli. It does this by stopping blood clots from getting into the lungs. After the procedure, he was stabilized with heparin and coumadin. About 6 months later, during one of his checkups, it was decided that the ivc filter should be removed. Removing it turned out to be challenging. It had become entrapped in the tissue of the vena cava. It was left in place and pt put back on coumadin. During a visit to (B)(6) he had a crisis and a blood clot was found in his lungs. The doctors said it was too risky to now remove the filter. He was again put back on heparin and coumadin. Later on in (B)(6), he had another episode. The doctors still maintained that it was too dangerous to remove the filter because a blood clot was now stuck onto the filter. They tried to dissolve the clot with little success.